Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the physician programmed tachycardia therapy off due to the patient was in hospice care. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy was programmed off in this implantable cardioverter defibrillator (ICD) for an unknown reason. No adverse patient effects were reported.